Event description:
Patient came to clinic on (B)(6) 2023 with noted electrical tape to driveline. Electrical tape removed from driveline and damage to outer casing of driveline noted. Silicone rescue tape applied.